Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a syringe 20ml ll s/c 48 had a hole in the hub. The following was reported by the initial reporter: "it was reported via email: it appears there is a hole through the luer lock and the top of the syringe event description per attached email states: we have had another disfigured syringe incident here at dcmc. It appears there is a hole through the luer lock and the top of the syringe. This is a 20ml syringe. It could be from the same lot as previous however, I do not have the packaging for this one. Questions/inquiries: confirm patient harm and notate in event desc per attached statement above"